Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the surgeon side console (ssc) left master tool manipulator (mtm) moved up by itself. The biomedical engineer (biomed) called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that this issue happened twice during this surgery, but no harm was done to the patient. The tse checked the logs and found no related error/issue. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse calibrated the surgeon side console (ssc) left master tool manipulator (mtm). The system was tested and verified as ready for use.